Manufacturer narrative:
Exact date unknown, event occurred in the year of 2018.

Event description:
It was reported that the patients ipg stopped working. The patient underwent an ipg explant procedure.